Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leaked at bath 2 inside coulter lh 750 slidestainer while running slides. The leak was contained within the stainer. The customer was wearing personal protective equipment including gloves and lab coat at the time of the event. There was no report of exposure to mucous membrane or open wounds. No one required medical attention. Msds was not reviewed, but the facility has exposure control or risk management plan in place. There was no impact to patient results and there was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
The field service engineer (fse) found the leak coming from the defective peristaltic pump. The fse replaced the peristaltic pump and the leak was resolved. The bath 2 may have the presence of blood, stain and diluent while in operation and cleaner while in shutdown. The cause of the leak was a defective peristaltic pump in the lh750 slidestainer. (B)(4).